Event description:
New information received indicates that the patient presented for follow up in the clinic. It was noted that the right ventricular (rv) lead exhibited out of range defibrillation impedance. The patient was in stable condition.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited malfunction. The rv lead was explanted. No further information was provided.